Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and the dat test at 0.08710 inches. All operating currents are within specification. Off no power alarm functions properly. Unit alarmed motor error during occlusion test due to faulty fsr (gold). The motor was tested outside of the unit and passed. Unit received without the original battery cap. Unable to verify damage to the battery cap. Using a test battery cap, the battery was installed in the battery compartment and remained in place. No battery cap anomaly or battery installation/battery removal anomaly noted. Unit had minor scratched display window, a small crack in the display window, broken battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the battery cap was damage and cannot hold the battery anymore. The customer reported that the reservoir lip ring was not damaged. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.